Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found corrosion inside the co2 inlet, electro-pneumatic proportional valve failure, manifold unit failure, and foreign material inside the tube. Based on the results of the investigation, it is likely that the following led to the malfunctions: fluid of external origin entered the tubing, causing leakage from the first pressure reducer, corrosion inside the co2 inlet, and retention inside the tubing and a failure of electro-pneumatic proportional valve and manifold unit. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the high flow insufflation unit exhibited an oil and gas leak from the pressure reducer and the connector unit respectively. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.